Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nc trek balloon dilatation catheter (bdc) referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery (rca) with heavy calcification, no tortuosity and 90% stenosis. A 3.5 mm non-abbott balloon was used first and then the 4.5x8 mm nc trek balloon dilatation catheter (bdc) was inflated to 12 atmospheres (atm) on the second inflation for five seconds. When inflated to 18 atm, the bdc ruptured. A 4.5x12mm nc trek bdc was used as a replacement and during the first inflation for 5 seconds the balloon ruptured. The nc trek was replaced with a non-abbott bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.